Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer's report of an erroneous value displayed for the total bolus dose was confirmed. Further testing showed that despite the erroneous total dose being displayed, the correct volume was delivered. The cause of the reported issue has been isolated to an anomaly associated to the device's processor in performing certain so-called floating point operations.

Event description:
Customer reported during a weight based drug bolus dose programming, the nurse noticed that the device displayed the total dose erroneously. It was further discovered that although the total dose display was incorrect, the actual volume to be delivered was correct and accurate for the expected dose. There was no pt harm.